Event description:
Olympus was informed that after a falope ring band implant procedure on (B)(6) 2014, the patient was readmitted to the hospital on (B)(6) 2014, after exhibiting an infection. The patient complained of pain and drainage at the incision site. Olympus followed up with the user facility and was informed that the packaging was inspected and was fully sealed. It was reported that the patient was doing well after their last follow up visit. The physician could not conclusively state whether the infection/abscess was attributed to the falope ring, however, did relate that this is atypical for this type of procedure. It was noted that there were no other contributing factors that could have attributed to the patient's outcome. The patient was hospitalized for four days, and was given IV antibiotics and pain medicine. The patient did not require any further intervention, the abscess was small and did not require draining. The falope ring was left implanted.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information becomes available at a later time, this report will be supplemented.